Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a low anterior resection, while attempting to create the anastomosis, the doctor fired the stapler, the device cut but didn't staple. The doctor inspected the device and noticed there were no staples in the device. A second anastomosis was created with a competitor's device. The stapler was discarded. There were no patient consequences reported.